Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in (B)(6). Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that their flexcare power toothbrush shaft broke during use. While no serious injury (permanent impairment) was alleged, the case is being conservatively interpreted. Therefore, it is reasonably possible that the metal shaft considered a small part break during use could pose a choking hazard to the consumer.